Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube there was clotting/micro clots/fibrin clots and erroneous results. The clotting issue occurred 18 times. The erroneous results event occurred 18 times. The following information was provided by the initial reporter and translated to english. The customer had "issues with 18 tubes from the same batch (a pack), the samples had micro-bubbles or clots, and counts 2, 6, 30 platelets."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or erroneous results were observed. 150 retain samples were visually evaluated and all samples presented the additive inside the tube. Clinical testing for this lot number was previously investigated: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/micro clots) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. This complaint is unconfirmed for erroneous results & micro clots. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , erroneous results and clotting. Bd was not able to identify a root cause. H3 other text : see h.10.

Event description:
It was reported when using the bd k2edta tube there was clotting/micro clots/fibrin clots and erroneous results. The clotting issue occurred 18 times. The erroneous results event occurred 18 times. The following information was provided by the initial reporter and translated to english. The customer had "issues with 18 tubes from the same batch (a pack), the samples had micro-bubbles or clots, and counts 2, 6, 30 platelets."

Event description:
It was reported when using the bd k2edta tube there was clotting/micro clots/fibrin clots and erroneous results. The clotting issue occurred 18 times. The erroneous results event occurred 18 times. The following information was provided by the initial reporter and translated to english. The customer had "issues with 18 tubes from the same batch (a pack), the samples had micro-bubbles or clots, and counts 2, 6, 30 platelets."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 12-aug-2022 h6: investigation summary bd received 20 return samples from the customer on 12aug2022. The samples expired 31may2022 and therefore further testing on the returns could not performed. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or erroneous results were observed. 150 retain retain samples were visually evaluated and all samples presented the additive inside the tube. Clinical testing for this lot number was previously investigated: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/micro clots) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. This complaint is unconfirmed for erroneous results & micro clots. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , erroneous results and clotting. Bd was not able to identify a root cause. Material #: 360055 lot/batch #: 1051626 bd received 20 return samples from the customer on 12aug2022. The samples expired 31may2022 and therefore further testing on the returns could not performed. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or erroneous results were observed. 150 retain retain samples were visually evaluated and all samples presented the additive inside the tube. Clinical testing for this lot number was previously investigated: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/micro clots) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. This complaint is unconfirmed for erroneous results & micro clots. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , erroneous results and clotting. Bd was not able to identify a root cause. Factors that may contribute to erroneous results and clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.